Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023 the company representative was informed by the hospital that the pacemaker kora 250 dr s/n (B)(6) should be explanted on (B)(6) 2023. At this point the reason was unknown. The device was explanted on (B)(6) 2023 due to infection. The device was discarded at the hospital.